Event description:
Caller reported that their pump displayed a reset screen and then went blank unexpectedly, with no blinking led light. There was no adverse impact to the customer¿s blood glucose level following the incident. Technical support confirmed multiple reset alarms in the pump¿s history and arranged to send a replacement pump with updated software. The caller was informed about the necessary steps to return the problematic pump and was provided with instructions for storage mode. Training for the new pump would be available in the caller¿s tandem source account.